Event description:
It was reported, that "it was not possible to withdrawal the fenestrated inner cannula from the outer cannula." There was no reported patient injury and/or change in therapy. Note: involved device has not been returned for evaluation as of the date of this report.